Event description:
Contact reported that two moss miami screws broke during tightening. Sitation resulted in a 1 hour extension to the case to remove and reinsert other screws. Contact reported no adverse patient consequence as a result of this situation. As a result of the significant delay an MDR is being filed to document this event. See also MDR # 1526439-2004-00012.